Event description:
The treating doctor reported the patient presented symptoms of teeth loss (teeth 4.5, 4.6, 4.7, and 4.8). No additional information is available at this time.

Manufacturer narrative:
The current instructions for use (IFU) contains the following: "precautions - a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost.". Align's clinical review of available records shows upon the evaluation of radiographic and photographic records, it was noticed in the scan submitted on january 20th of 2025 that the doctor had extracted the bridge from 2.4-2.7, healing caps can be observed on the same scan, suggesting implants for the upper posterior left and right teeth. The initial panoramic xray shows a generalized bone loss, especially on tooth 4.8, which reaches the root's middle section. On tooth 4.7 it seems as if the furcation area could also be affected and both 4.7 and 4.5 have root canals. There is a bridge from 4.5 to 4.7. 4.6 is a pontic and 4.8 seems to be connected to the bridge as well. No conclusive evidence has been provided that supports or opposes whether the invisalign system aligners caused or contributed to the required teeth extraction (permanent impairment), therefore, this event it is being filed as an MDR per 21 cfr 803. There is no conclusive evidence to confirm the date of the required periodontal surgery, and the date (b3) is based on the timelines reported to align and compared to the patient information.

Manufacturer narrative:
Event-specific information was updated with the following: there is no conclusive evidence to confirm the date of the required tooth extraction, and the date (b3) is based on the timelines reported to align and compared to the patient information